Event description:
Mentor textured saline breast implants made me sick from the time I was implanted until I explanted. I was bedridden. I had neurological issues, severe, extreme and uncontrollable fast weight loss and then extreme and fast uncontrollable weight gain. So much muscle pain, tenderness throughout my body, hair loss, fatigue, joint pain, numbness, stiffness, dizziness, mental fog, anxiety, breast burning, fibromyalgia, multiple more symptoms. Went to multiple types of doctors. Tried medicines, tried everything the drs said to do. Things got worse. Dr believed I was a hypochondriac and not sick. I explanted (B)(6) 2012 and felt immediately better. Around (B)(6) 2013 began to feel deathly ill again and I was diagnosed with all. Had stem cell transplant (B)(6) 2013. Several ingredients in the silicone shell are known carcinogens linked to cause leukemia. I explanted 3 months before cancer diagnosis. I am now 5.5 yrs post transplant and I am positive I had cancer because of these breast implants. I called mentor between april-oct 2012 and gave them the type, style, model number of my implants. There was no expiration date on the implants.